Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/04/2016. The field service engineer (fse) found a leak from defective tubing through pinch valve (pv42). The fse replaced all the tubing through pv42 resolving the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported approximately 20 cc of clear fluid leaked from a coulter lh 500 hematology analyzer. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.